Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 16283228, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 16283228, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site following the development of an impedance on the spinal cord stimulation (scs) lead. The patient underwent an scs system replacement procedure and was doing well postoperatively. The explanted device components will not be returned, as the facility will not release them.